Manufacturer narrative:
Lot number not available to preform batch record review and perform investigation on retained lot.

Event description:
The reporter stated that she has experienced an issue with one of the tampon products (regular) in which the string detached upon removal after showering, leaving the tampon unable to be removed without medical assistance. A photo evidence as well as documentation of an urgent care visit was provided as part of this incident complain.